Event description:
Elderly with history of coronary artery disease and resp failure and chronic systolic heart failure. Upon going into carcinogenic shock, ventricular tachycardia/ventricular fibrillation - patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) initiated. An impella was inserted and patient taken to helipad for transfer to another hospital. When on the helipad, the circuit/cassette failed. Another circuit was obtained and replaced prior to transfer.